Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that on the morning of the report, the patient felt vibrations on the right side of her vagina and no where else. The patient got her patient programmer out and decreased the amplitude to 0.0 volts and turned therapy off; however, the patient still believed that it was on because she was still feeling the stimulation sensation. The stimulation sensation is getting more intense and faster, despite being off. The patient had lowered the amplitude to zero on all programs but was still feeling the vibration in her vagina. There was no trauma or fall noted to have been related to the issue. The patient tried turning the stimulation on and off again to confirm that she was reading the stimulation on/off icons correctly. The patient has an appointment with her health care provider scheduled for (B)(6) 2019. This event was considered sudden. There were no further complications reported.